Manufacturer narrative:
The device was received for evaluation. Visual inspection of the actual sample showed that the set dialyzer return screwed connector was broken, which allowed the reported leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the filter damage was determined to be related to mechanical shock applied to the product during shipping, transport, and/or improper storage. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with an oxiris set, the "post-filter (solid part)" was leaking fluid. There was no patient involvement. No additional information is available.